Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) pt experienced a m42 pt vacuum too high alarm and drain complications. The pt's effluent was clear on (B)(6) 2013; however, that evening she developed abdominal pain and nausea without a fever. She is currently being treated for a previous transplant with intravenous antigens and frequently has these symptoms related to that treatment. On (B)(6) 2013, the pt was seen in clinic and her effluent was cloudy and she was draining slowly (no fibrin was visible). A culture was sent and she was started on vancomycin, gentamycin and heparin. Her culture came back positive for gram negative stenotrophomonas maltophilia and her antibiotics were changed to ceftazidime and oral levoquin per the sensitivity report. An earlier home visit determined the pt was not using her stay safe organizer. It was also noted the pt injected insulin into her bags and did not use sterile techniques.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and plant's investigation. Associated case report numbers: 2937457-2013-00440.